Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Premature battery depletion was confirmed after review of the device diagnostic data. A longevity calculation was performed based on programmed settings and usage data and the device was not within normal limits. The device met specifications for testing and no sources of high current drain were detected. The battery was returned to the manufacturer and no anomalies were detected. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that premature battery depletion was suspected. Device was explanted and replaced.